Event description:
It was reported that during a port placement procedure, the chemo port stem of the device allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two electronic photos was provided for review. The investigation is confirmed for the reported port stem broken and identified material separation as port stem was separated from the port which was evident based on the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2024), g3, h6 (device and method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a port placement procedure, the chemo port stem of the device allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport MRI implantable port kit was returned for evaluation and one electronic photo was provided for review. Gross visual, microscopic visual and dimensional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture and material separation issues as a complete circumferential break was noted to the port stem. The surfaces appeared finely granular and non-uniform. Further the photo review also confirms the same. The measurements of the outer diameter of the port stem recorded during sample evaluation were slightly below specification but not considered definitely out of tolerance as manufactured as the procedure/use factors could have contributed to a tiny decrease in outer diameter of the port stem. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 12/2024.

Event description:
It was reported that during a port placement procedure, the chemo port stem of the device allegedly broken. The procedure was completed using another device. There was no reported patient injury.